Event description:
According to the rptr: the device has a broken insufflation tap/valve and could not be used to inflate. A second device was opened and used w/o incident.

Manufacturer narrative:
(B)(4).